Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a constant "cassette not attached" alarm even when cassette attached. There was no delay in therapy, and there was no physical damage reported. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal, lcd lens scratched, battery door cracked, and upstream occlusion (uso) seal worn. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; a bad dso sensor was observed to be contaminated and did not meet specifications. The root cause was determined to be the contaminated dso sensor. The dso sensor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.